Manufacturer narrative:
Investigation results: a visual inspection of device showed that the outer extrusion shaft, or scissor shaft assembly, was separated. The complaint is confirmed. Corrective action has been initiated to address this failure. (B)(4).

Event description:
The hospital reported that during the saphenous vein harvesting procedure, the shaft on the scissors of the harvesting cannula separated. A replacement unit was used to complete the procedure. The hospital did not report any pt complications.